Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the neck of the syringe on the bd safetyglide¿ shielding sterile im hypodermic needle leaked when the needle was pushed in. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neck of the syringe on the bd safetyglide¿ shielding sterile im hypodermic needle leaked when the needle was pushed in. There was no report of exposure, injury, or medical intervention.